Event description:
As reported by the user facility: c/o "nurse was stuck by needle. Exposed to (B) (6) patient. Nurse was starting an IV and when removing needle, the safety mechanism stayed about 1 inch down on shaft of needle while needle tip exposed. Nurse was stuck on finger. Additional information provided by the facility indicated the nurse in the reported incident had all protocol blood work testing and to date all testing has been negative. The patient tested negative for (B) (6). However, the patient tested high on the viral load test that was performed for hepatitis c. Due to the fact that the patient's viral load came back extremely high, the nurse involved in the incident was then viral load tested. The facility is awaiting these results. The sample will not be returned for evaluation due to hepatitis c contamination and is being retained by the facility.

Manufacturer narrative:
The actual device in the incident will not be returned to the manufacturer to be evaluated due to hepatitis c contamination and is being retained by the facility. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot number. All available information has been provided to the actual manufacturer.